Event description:
Edwards received information that a patient with a 3000 pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to device degeneration after an implant duration of approximately ten (10) years. The patient presented with a symptom of heart failure nyha ii. A 20mm edwards sapien3 valve was implanted in replacement. The patient status was reported as "recovering". The surgeon commented that there was no relationship between the event and the device malfunction.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives updated h6 per new information received the most likely cause is patient factors, including an implant duration of approximately ten (10) years. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, d4 (model number), g3, g6, h2).

Event description:
Edwards received information that a patient with a 19mm 3000 pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to device degeneration after an implant duration of approximately ten (10) years. The patient presented with a symptom of heart failure nyha ii. A 20mm edwards sapien3 valve was implanted in replacement. The patient status was reported as "discharged".